Event description:
The customer reported the system was out of radiation specifications. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was centered and adjusted. The system was then found to be operating within specifications. This malfunction may have resulted in a possible accidental radiation occurrence.